Event description:
It was reported that a spectrum pump was not infusing amiodarone properly while at computed tomography (CT) or in route to intensive care unit (ICU) during therapy. The pump was only pulling from primary line instead of the secondary line meaning the patient had not been receiving amiodarone infusion for an unknown amount of time. It was also reported that all tubing was unclamped. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.